Event description:
It was reported that pump displayed malfunction code and user had already restarted pump before contacting support, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support to reset pump, malfunction code did not recur after reset, customer was instructed to continue using pump and to call back if malfunction appeared again, and caller acknowledged understanding of these instructions.